Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Miscarriage [abortion spontaneous]: novopen 5 showed end in memory function [device information output issue], used novopen which was out of the warranty period [expired device used], maternal exposure during pregnancy [maternal exposure during pregnancy]. Case description: this serious spontaneous case from china was reported by a consumer as "miscarriage(miscarriage)" beginning on 2018, "novopen 5 showed end in memory function(device information output issue)" with an unspecified onset date, "used novopen which was out of the warranty period(expired device used)" with an unspecified onset date, "maternal exposure during pregnancy(maternal exposure during pregnancy)" beginning on 2018, and concerned a 35 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus." Patient's height: 170 cm. Patient's weight: 82.5 kg. Patient's bmi: 28.54671280. Current condition: type 2 diabetes mellitus (for 7 years) on an unspecified date, the patient was confirmed pregnant. The first day of last menstrual period, the gestational age at exposure , the expected date of delivery were not reported . The patient had 2 pieces of novopen 5, one of which showed end in memory function, and the other was out of the warranty period, which had been informed to the patient on the phone. At an unknown gestational age since an unknown date in 2018 patient experienced pregnancy and miscarriage many times. The patient was preparing for pregnancy. Batch numbers: novopen 5: hvgl795, hvgl795. Action taken to novopen 5 was not reported. The outcome for the event "miscarriage(miscarriage)" was not reported. The outcome for the event "novopen 5 showed end in memory function(device information output issue)" was not reported. The outcome for the event "used novopen which was out of the warranty period(expired device used)" was not reported. On 2018 the outcome for the event "maternal exposure during pregnancy(maternal exposure during pregnancy)" was recovered. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results, novopen 5 - batch number: hvgl795. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.. Novopen 5 - batch number: hvgl795. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with flowing information, investigation results updated for novopen 5 and novomix 30 penfill. Device addendum tab and EU-ca tab updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: on 14-may-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Advanced maternal age (35 years) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for development of spontaneous abortion. H3 continued: evaluation summary. Batch number: hvgl795. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.